Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument for failure analysis evaluation. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The instrument was found to have a detached fragment. The fragment broke off from the instruments tube adapter. The broken piece was not returned with the instrument. Section d10 concomitant products: mcs tip accessory (part #40035). Isi did not receive the concomitant mcs tip accessory to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the tip of the monopolar curved scissors (mcs) instrument fell off inside the patient. The tip was retrieved during the same surgical procedure which was completed robotically.